Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). No phone number provided. Philips field service engineer (fse) found the unit would not go into standby. After removing all pipes the unit worked normally in standby. Fse determined machine working normally, no parts needed replacement and device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported machine alarm. No patient/user harm reported. The event date was not specified; estimate used.